Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that no error messages were generated during the processing of the original sample. They also checked the labelling on both samples prior to performing rerun. The customer stated that the cause of the discordant results may have been due to a partial sampling error, which was not sufficient to generate a "short sample" alert. The customer stated that they performed precision testing, which was out of specification. The cause of the discordant, falsely elevated ezcr and ltni results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Discordant enzymatic creatinine (ezcr) and cardiac troponin I (ltni) results were obtained on one patient sample on a dimension exl 200 instrument. The results were reported to the physician(s), who questioned them. The results were released by a laboratory information system. A new sample was obtained from the patient and was tested on an alternate dimension exl instrument, resulting lower for ezcr. Ltni was not run on the new sample. The customer then repeated the original sample on the alternate dimension exl instrument, resulting lower for ezcr and higher for ltni. The new sample draw was also rerun however, the result obtained upon rerun was not provided by the customer. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ezcr and ltni results.

Manufacturer narrative:
The initial MDR 2517506-2017-00461 was filed on april 28, 2017. Additional information (05/03/2017): the sample ID for sample in question is (B)(6).

Manufacturer narrative:
The initial MDR 2517506-2017-00461 was filed on april 28, 2017. The first supplemental MDR 2517506-2017-00461_s1 was filed on may 26, 2017. Additional information (05/31/2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data. The customer believed that the sample in question short sampled, however, it generated falsely elevated enzymatic creatinine result. The elevated results could not have been obtained with a short sample. Additionally, the hsc specialist did not see a short sample or aspiration error flags associated with the sample in question. The issue may have occurred when the operator believed that there was a short sample/aspiration error for the sample in question and grabbed this sample in error causing the instrument to aspirate the wrong sample. The cause of the discordant, falsely elevated enzymatic creatinine and cardiac troponin I results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.